Event description:
Boston scientific received information that the patient with this newly implanted this cardiac resynchronization therapy defibrillator (crt-d) was experiencing diaphragmatic stimulation in all configurations with the left ventricular (lv) lead. The only configuration that they were not experiencing diaphragmatic stimulation was tip to ring, however pacing lead impedance measurements were 1,950 to over 2,000 ohms. Additional testing planned to be performed to resolve the issue.

Manufacturer narrative:
Additional information received from the local area sales representative indicated that the lead was reprogrammed to an extended bipolar configuration with a pacing threshold of 1.5 volts and a pulse width of 1.2 milliseconds, which resolved the diaphragmatic stimulation. Approximately one year later we received information that this patient passed away. There were no device allegations associated with the patient's death.